Manufacturer narrative:
Voluntary medwatch received mw5156149. D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that this lead was capped and surgically abandoned due to a product performance issue. A new lead was implanted. No additional adverse patient effects were reported.